Event description:
It was reported that during a procedure, the zero-p implant cage was broken into half or loosen and it fell off into two pieces. There were no broken pieces found or chipped pieces to be seen from the implant cage. There was no patient effect and another implant cage was opened after discarding the first zero-p implant cage. There was no significant delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.